Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Occlusion of leg extension stent-graft / pain in the left lower limb: evar was performed on (B)(6) 2025. On (B)(6) 2026, the patient visited the department of orthopedics due to left lower limb pain (left lower limb coldness, numbness, and intermittent claudication). On (B)(6) 2026, the patient visited (B)(6) hospital, where ultrasound examination confirmed occlusion of the leg extension stent-graft. Bypass surgery is planned to be performed later. The user is requesting that, to the extent possible, an investigation be conducted and information be provided regarding occlusions of leg extension stent-grafts in the japanese and global markets, including incidence rates, occlusion sites, and sizes of the stent-grafts used. Operation type: evar for internal iliac artery aneurysm blood loss: none no image available due to hospital policy no pre-case plan available due to hospital policy no additional information available due to hospital policy delivery system was discarded by user ancillary devices used: 28-b2-26-100, 28-l2-13-120u (tc# (B)(4)" patient outcome: "harm to the patient was not serious. The cause of the occlusion is unknown. The patient outcome is unknown."